Event description:
The intraocular lens was removed and replaced 2 days postop, due to the pt's complaint of a scratch or bubble on the optic. The pt is doing well following the lens exchange.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.